Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670;k231373. D.2. Medical device type: jka. D.3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there is lack of vacuum in a tube. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The product expired 31jan2026. The photos were visually evaluated and showed the indicated failure mode for underfill but did not show the indicated failure mode for fm. Additionally, 100 retained samples were visually inspected with no visible defects. Furthermore, functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there is lack of vacuum in a tube. No patient impact reported.